Event description:
I got the essure done 2 1/2 years ago. It was the worst thing I ever did. Always in pain in my stomach, I look like I'm 9 months pregnant and I am not. Thanks to "essure" I am depressed a lot, headaches a lot, swelling in my hands, feet and face. My back hurts a lot. Can't even hold my toddler because it hurts a lot. Never had this problem before I got this "essure" done. Big mistake getting it done. Please help me. I am trying to get it removed.